Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received does not complete initialization on power-up. Unit requires software updates (sw on controller and audio and hw on audio board). A DHR review was performed and no anomalies were noted during the manufacturing process. The root cause of the problem reported is due to the device being worn from normal use and servicing, however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer has a cmc iii and states the outputs are low. Provided the customer with our flat fee repair cost, he states they will call back with a purchase order. No patient harm. No surgery delay.